Event description:
A customer is having trouble with their elite system. They said that when they attempt to perform a blood sugar test the system counts down but they cannot read the numbers in the display. They said that the numbers appear to be all broken up. While on the phone a review of the system was conducted. It was learned that portions of the "tens and units" digits were missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.